Event description:
Device malfunction: clip mislocation. Symptoms/ae: arterial damage and surgical repair. Time of symptoms/ae: during vessel closure. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip was deployed in the back wall of the artery. The patient was sent to surgery to remove the clip and arterial repair. The patient was reported to be doing fine. There was no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.